Manufacturer narrative:
On-site investigation by field engineer found that the system was operating correctly, and the cause for the system message was assessed to be laser not being used regularly. System was found to be used once a month, and customer was advised by the field engineer to power up the laser once a week to avoid this type of system error in the future. Root cause was assessed to be user error, specifically the user not following directions for use with regards to using the laser regularly. (B)(4).

Event description:
Clinic rep reports having received a system error message of high voltage, after having prepared for a prk case and prior to laser treatment delivery. After some troubleshooting user was able to continue to laser treatment and observed 100% completion message, after which the screen froze. Attempts to unfreeze the screen brought user to pt treatment screen. System was rebooted and user observed that the treated case had not been registered in the system. Surgeon confirmed pt had been treated. More info has been requested.